Event description:
It was reported that the rep heard a conversation in the or indicating that the patient told doctor that hip made a noise and then she hit the floor. The trunnion/neck of the citation stem broke. Took out stem, head, extra metal and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving a citation stem was reported. The event was not confirmed. The device was not received for review. Medical records were not provided for review. Device history review. The device was accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events from this lot. The exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the rep heard a conversation in the o.r. Indicating that the patient told doctor that hip made a noise and then she hit the floor. The trunnion/neck of the citation stem broke. Took out stem, head, extra metal and liner.